Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keyboard not working' which was reproduced through troubleshooting of the device. Evaluation found that keys 1,4 and 7 barcode was not functioning. The cause was determined to be a punctured keypad screen. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a keypad was not working. There was no patient involvement. No additional information is available.